Event description:
It was reported that the electrograms (egms) show atrial undersensing of probably atrial flutter. It was also reported that the patient was asked to come into the office; however has not been seen. As a result not programming changes or intervention has been performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.